Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 200 units of insulin. There was no impact to the customer's blood glucose level. During a follow-up call on the following day, the customer reported insulin gauge depleted at a normal rate and declined further follow up from tandem technical support.